Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) explained the expected behavior of a station entering critical override when a communication issue occurs. In such scenarios, users must manually remove medications or orders from the station, as this is the system¿s designed functionality. The tss dialed into the server and verified that there were no devices currently in critical override status. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, rmcemerp1, emerp2, emerp3 all system was on critical override for the whole day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.